Manufacturer narrative:
This is the same event as 3010536692-2016-00724.

Event description:
Allegedly the patient was revised due to the following mom complications: shedding of metal debris into the bloodstream; tissue damage; persistent pain and decreased mobility. (Left)